Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button response due to moisture damage on the keypad traces. No button error alarms noted. Moisture damage was noted on the electronic assembly. No scrolling menus or numbers on the display without buttons being pressed was observed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump buttons are unresponsive to user inputs. Customer stated there is moisture behind the display screen. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped, but may have been exposed to moisture and sweat after they played basketball. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 522 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.